Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the titan touch was explanted due to malfunction.

Manufacturer narrative:
A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion near the strain relief of the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. The separation appeared to be rough and irregular, which indicates sufficient stress(s) was exerted to separate the site. Surface abrasion was noted on the exhaust tubes of cylinders 1 and 2 and on all tubes and strain relief of the pump. No functional abnormalities were noted with the pump or cylinder 2. No visual or functional abnormalities were noted with the reservoir. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the exhaust tube of the cylinder near the strain relief to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4317194. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.